Event description:
The patient was attempting to sit in the chair. The patient stated the chair slipped free the patient slipped fell hurt his head. The patient was transported by ambulance to hospital. The patient was admitted. The patient was out of the hospital by the weekend. The patient also stated the caregiver attempted to catch him and she hurt her back. She did not seek immediate medical attention and sought it afterward, and allegedly has had to seek medical attention several more times.